Event description:
Pt asked to have port given after removal surgery. This was not unusual, but when pt awakened after surgery, pt stated "my lawyer wants it." Rptr then called the risk mgr, who called the hosp lawyer; the lawyer told to give the port to the pt.